Event description:
A customer reported a complaint of imprecise sequential readings on their precision xtra blood glucose meter. The customer obtained readings of 195, 221, and 26mg/dl within a ten min timeframe. When plotting each of the readings against the average on a parkes error grid the results fall in the 'b' and 'c' zones. The 'c' zone result is considered significant. There was no report of death, serious injury or mistreatment. The customer's meter was returned for investigation.

Manufacturer narrative:
(B)(4).customer's meter has been returned to the lab and the complaint was not confirmed. No new issues were observed, all results were within range specification. The s.d. Was within specification and no errors were observed during control solution testing.